Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a syncopal episode and went into ventricular fibrillation (v-fib) on (B)(6) 2024 at around 16:00 with low flow alarms coming from the left-ventricular assist device (lvad). The patient was defibrillated and returned to normal sinus rhythm, and the low flows resolved. The patient had no reported history of arrhythmia pre-lvad implant, but did have an implantable cardioverter-defibrillator (ICD) implanted pre-lvad. Log files were submitted for review and captured to low flow events on (B)(6) 2024 as well as high pulsatility index (pi) readings with them, with the flows dropping below 2.5 lpm. There was no equipment issue found, and the low flows were determined to be likely due to the v-fib. The patient was hospitalized and put on diuretics, and waiting for electrophysiology (ep) to follow up on the arrythmia.

Manufacturer narrative:
Section h6: medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. The account attributed the low flows to the reported ventricular fibrillation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 23dec2024 through 24dec2024. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for mlp-024833 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.